Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on july 09, 2021, with catalog number 2221884. Analysis of the returned device identified: crease fold, wear abrasion, and white particles inner the shell. Microscopic analysis was performed which identified: crease smooth opening on posterior and delamination of valve (<75% partial separation). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. A delamination partial of the valve (adhesive failure).

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.